Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vail with moisture and debris on product. Visual inspection found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -05.50/+4.5/096 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to excessive vaulting and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to user error.